Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, pelvic pain and perineal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device/malposition of essure device - location of device"), uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B63031-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, lower abdominal pain on (B)(6) 2015, menses irregular on (B)(6) 2015, discomfort on (B)(6) 2015, bladder infection on (B)(6) 2016 and corneal bleeding on (B)(6) 2016. Previously administered products included for an unreported indication: depo provera in 2011 and oral contraceptive. Concurrent conditions included breast tenderness since (B)(6) 2014, nausea since (B)(6) 2014, breast enlargement female since (B)(6) 2014, allergy to metals since (B)(6) 2015 and uterine pain since (B)(6) 2016. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding : vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced perineal pain ("perineal pain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salphingectomy and underwent diagnostic hysteroscopy, laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, perineal pain, alopecia, abdominal pain, dysmenorrhoea and migraine outcome was unknown, the pelvic pain was resolving and the abdominal distension, vaginal haemorrhage, menorrhagia, dyspareunia and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perineal pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014: the number of expanded coils that appeared trailing into the uterine cavity was 4, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, right essure protruding into uterus., perforation (uterus).; on (B)(6) 2015: a scout radiograph of the pelvis showed bilateral essure coils in grossly appropriate anatomic position. A scout fluoroscopic spot image with the catheter in the uterus was also obtained, followed by sequential images of the uterus during uterine filling and oblique images of the cornua and essure coils bilaterally per essure protocol. The uterine cavity appeared unremarkable. The essure coils are located within the fallopian tubes without 7-10 mm from the cornua. No contrast is seen to extend around the coils, beyond the coils or into the peritoneum. A very small amount of intravasation was seen. Impression: bilateral tubal occlusion.. Pathology test - on (B)(6) 2016: fallopian tubes, right and left, salpingectomies: no evidence of tubal epithelial dysplasia or neoplasia. Focal para tubal cyst. Clinical information: pre-postoperative diagnosis: pelvic and perineal pain clinical history: pelvic and perineal pain. Gross description received in formalin, labeled with the patient's name and 'bilateral fallopian tubes", consists of two unoriented/undesignated fallopian tubes measuring 12.5 cm in length (diameter ranging from 0,3-0.5 cm),and 11,5 cm (diameter ranging from 0,3-0,5 cm), respectively. The longer fallopian tube (arbitrarily designated #1) demonstrates a red-tan serosal surface, with intact fimbria demonstrating normal configuration. At the site of proximal transection, the serosa is thinned/stretched, with multiple small irregular serosal defects exposing a 2.5 cm length of thin, coiled, intraluminal wire (extending to the point of transection). Sectioning the fallopian tube demonstrates a pinpoint s e ate omen, and unremarkable cut surface, there are no nodules or masses identified, the smaller fallopian tube (#2) demonstrates an intact serosal surface, similarly stretched at the proximal point of transection. The fimbria appear normal in configuration, and the serosal surface is pink-tan and smooth. Sectioning the fallopian tube demonstrates a 2.5 cm length of intraluminal coiled wire at the proximal aspect of the fallopian tube, and a pinpoint stellate lumen with unremarkable cut surface. No nodules or masses are identified. Sections are submitted.. Ultrasound pelvis - on (B)(6) 2015: measurements are taken and abnormalities noted in the report.. Ultrasound scan - on (B)(6) 2015: showed one essure partially in the tube. Concerning the injuries reported in this case, the following one/ones were reported via medical records: : abdominal pain, abdominal distension, pelvic pain, perineal pain and uterine perforation. Lot number report b63031 is invalid . Most recent follow-up information incorporated above includes: on 7-dec-2018: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.